Manufacturer narrative:
Zimmer biomet complaint - (B)(4). Concomitant products: cat#195248; lot#984380 - vngd xp inlk pri tib tray 69mm, cat#195402; lot#986570 - vgxp xp e1 tib brg rm 9x71, cat#195203; lot#088070 - vgxp intlk fmrl rt 60. Related MFR reports: 0001825034-2017-10878, 0001825034-2017-10889, 0001825034-2017-10890. Product was not returned and no photos of the device were provided; therefore, no evaluations could be conducted. Device history records were reviewed for pn 195332 ln 986490 and identified that one piece was scrapped. The reported devices are used for treatment. The following components were reviewed for compatibility with no issues noted: pn 195203 ln 088070; pn 195248 ln 984380; pn 195332 ln 986490; pn 195402 ln 986570. A complaint history review determined no further action is required as no trends were identified. Review of the operative record indicates that the surgeon noted no complications. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Without the opportunity to examine the complaint product, root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation.

Event description:
Clinical study (B)(6)- the patient underwent right knee surgery on (B)(6) 2014. It was reported that the patient was using crutches or a walker at 7 weeks post-op. During the 3 month follow up visit that the patient reported problems walking, problems performing usual activities, extreme pain, impossible to walk down stairs. Satisfaction rating was "very unsatisfied/I have never been happy."

Manufacturer narrative:
Added: event date. This complaint remains closed, as the additional information does not affect the outcome of the investigation.